Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is currently in the possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU) ifu0101-00, rev. E, was reviewed and states the following: 3. Contraindications do not use the aquabeam robotic system in patients who do not meet the indication for the system¿s intended use. In addition, do not use the system in the following: inability to safely stop anticoagulants or antiplatelet agents perioperatively 4.3 warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding as a potential risk of aquablation therapy. It was reported that a previous aquablation patient after being discharged was seen in the ER 3-4 weeks post-aquablation therapy for bleeding and required a transfusion. The treating surgeon stated that this bleeding event was following the resumption of plavix (blood thinner) and a "bearing down" moment when the patient lifted something heavy. The patient has since been discharged from the hospital and recovering well. The treating surgeon does not attribute the reported event to aquablation therapy. No malfunction of the aquabeam robotic system was reported. Based on the event details, plus a review of the DHR and IFU, the event is considered not device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that previous aquablation patient after being discharged was seen in the ER (emergency room) 3-4 weeks post-aquablation therapy for bleeding and required a transfusion. The treating surgeon stated that this bleeding event was following the resumption of plavix (blood thinner) and a "bearing down" moment when the patient lifted something heavy. The patient has since been discharged from the hospital and recovering well. The treating surgeon does not attribute the reported event to aquablation therapy. No malfunction of the aquabeam robotic system was reported.